Event description:
It was reported that the needles are damaged with an unspecified bd insulin syringe. This occurred on 100 separate occasions, however during use, the date/time is unknown. The following information was provided by the initial reporter: it was reported that needles are damaged.

Manufacturer narrative:
H.6. Investigation: customer returned (84) loose 1/2cc, 8mm, 31g syringes and (1) syringe that is not a bd product along with open and empty poly bags (6 from lot # 9007787, 4 from lot # 9042867, 9 from lot # 8253811, 2 from lot # 8071814, 2 from lot # 9091603) in a shelf carton from lot # 9007787 (13 of which were returned with the shield off of the syringe). Customer states that the needles are damaged. All returned syringes were examined and 78 out of 84 samples exhibited a bent cannula. A review of the device history record was completed for batch# 9007787. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200799414, 200799961, 200798869] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 9042867. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch# 8253811. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch# 8071814. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200745858, 200745840] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 9091603. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200816903, 200816785] noted that did not pertain to the complaint. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples.  Since all 84 syringes were returned after use, and no manufacturing defects were observed, the probable cause of the bent cannula is user error when handling the syringes. For example, removing the shield obliquely or re-shielding the cannula obliquely could lead to bent cannulas.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needles are damaged with an unspecified bd insulin syringe. This occurred on 100 separate occasions, however during use, the date/time is unknown. The following information was provided by the initial reporter: it was reported that needles are damaged.